Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, a high current draw was observed. Service will complete any necessary maintenance or repairs and then return the device to the customer.